Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0002953023, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 16-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 28-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient's corflo nasogastric feeding tube came out in the post anesthesia care unit (pacu) and a replacement was attempted with no success. The nasogastric tube (ngt) was placed in the patient on admission for foreign body ingestion and injury to the esophagus. The device had to be replaced in the operating room (or). When preparing for the patient's bath, the registered nurse (rn) noticed that the access port for the patient's ng tube had been removed. It was found on the floor several feet from the crib. It was unknown what caused the issue. The patient was noted to be stable but experienced injury to the esophagus. Again, the injury to esophagus was not caused by the ngt. Additional information received (B)(6) 2018 stated clarifications of the event noting the tube was placed on (B)(6) 2018 at 1526 to the right nare, a 5 fr device was placed in the operating room(or). The device accidently came out in the pacu and was attempted to be replaced in pacu unsuccessfully so it was ultimately replaced in the operating room. The patient would likely require another operating room procedure for replacement of the defective device. It was noted that the hub had become disconnected from the tube on (B)(6) 2018 at 0400. Vital signs and assessment were performed by the healthcare provider. The patient had a large bowel movement which prompted a bath at that time. The rn noticed the access port for the patient's ng tube had been removed. The port was found on the floor several feet from the patient's crib towards the back of the room. The surgical team was contacted on how to proceed regarding replacement of ng tube. The hub was not swallowed according to the notes per the rn documentation. The patient was stable. The device was a critical tube due to the patient ingesting a foreign body and the injury to the esophagus. The patient was scheduled for a procedure in the surgical center or operating room for removal. Additional information received (B)(6) 2018 stated there was no injury to the patient beyond the medical intervention required to replace the device.